Manufacturer narrative:
The reported events of lead dislodgement, unacceptable threshold, and r-wave amp variation were unable to be confirmed. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged blood/tissue. Final analysis found the inner coil over torqued inside the connector region consistent with the procedural damage. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. No further anomalies were detected.

Event description:
It was reported that the patient's right ventricular lead exhibited an increase in capture threshold and exhibited r-wave amplitude variation. Dislodgement of the lead was noted. It was seen during revision that the helix failed to extend. The lead was explanted and replaced. The patient was stable.